Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician replaced the power flex circuit to correct the burned #5 pin. Ventilator passed in-house testing and was sent back to the customer.

Event description:
The customer reported the device alarmed hardware fault 21, so it was sent in for service. The customer reported the error came prior to use on a patient so no patient involvement. It was found in service that the model palmtop ventilator (ptv) enve pin #5 of component jp4 is burned.